Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to perform the fill tubing process multiple times after completing the load. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 90 mg/dl.